Manufacturer narrative:
(B)(4). This complaint is a duplicate complaint of 6000001-2011-04817 and has been opened in error. All information found in this complaint can be found in 6000001-2011-04817.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 812:02, interrupting delivery. There was no patient involvement, injury or medical intervention.this device is a p1.7 colleague pump with a user interface module software version of 7.01.00. No additional information is available

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)